Event description:
It was reported that the right ventricular lead dislodged and exhibited loss of capture. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a mid urethral sling procedure. According to the complainant, during unpacking, the nurse observed that the sterile barrier had been compromised. The sterile peel was slightly open at the corner. There was no visible damage to the outer package. The procedure was completed with a second advantage transvaginal system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".